Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with unspecified medication for peritonitis. The patient was discharged from the hospital. At the time of this report, the patient was recovered from the peritonitis event. On an unknown date dianeal therapy was discontinued and the patient was started on hemodialysis therapy. No additional information is available.

Manufacturer narrative:
(B)(4). The exact date of the event was not provided; it was reported to have occurred in (B)(6) 2014. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.